Manufacturer narrative:
Investigation summary: there was no sample or photo provided to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Though the incident could not be confirmed based on this complaint, bd is aware of this issue and is in the process of implementing corrective actions via CAPA# (B)(4) to improve the customer and patient experience. This event has been added to our complaint database. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that infusion fluid and blood leaked from the bd venflon¿ pro safety peripheral safety IV catheter top port during the induction of anesthesia. The following information was provided by the initial reporter: "bd venflon pro safety 16g inserted into patient. Induction of anaesthesia attempted via top port. One way valve contained within cannula displaced posteriorly resulting in leakage of both fluid from infusion line and blood from patient end leaking out of the top port. No actual harm resulted in this case, but a repeat incident might have significant implications given the fact 16g cannula is inserted for rapid administration of fluid. This has apparently been previously observed in this hospital in a 16g cannula of the same make. (Date unknown). Induction aborted after small dose given. Bung placed over top port to seal. Further cannula inserted. (2 anaesthetists present, so this was not problematic in this situation)"